Event description:
Device issue: needle-to-cuff miss, difficult to remove, failure to retract. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose a-t device attempted arteriotomy closure of a heavily calcified and scarred common femoral artery after an interventional procedure. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, a needle was not captured by a cuff. Difficulty was encountered parking the foot to remove the device, which required surgical intervention. Hemostasis was achieved with surgical closure. There were no reported adverse pt sequelae. Through requested, no additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.